Event description:
It was reported that during a thoracotomy procedure, the device fired malformed staples on the first firing along the lung. The rest of the staple lines were fine. The same device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.